Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated the unit was overheating. When set at thirty degrees celsius it is heating to forty degrees. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.